Manufacturer narrative:
Due to the character limit in the e1 section, the full event site name is (B)(6) medical center.a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) had helium leak error. No patient was involvement.

Manufacturer narrative:
Updated fields: b4, e1(event site email), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d9, d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there was no helium leak. Instead "gas loss in iab circuit" alarms were present. The fse informed the customer of procedure to clear gas loss in iab circuit alarms. Device passed the performance and safety checks according to factory specifications.